Event description:
During the evaluation of the trilogy100 at the manufacturer's service center, it was confirmed that the device did not meet criteria of evaluation process for "can't see anything on the screen." There was no harm or injury reported. The device was scrapped.